Event description:
The customer's spouse reported that the customer was hospitalized the night before the call due to high bgs. Troubleshooting was performed. The programming, insulin concentration, and bolus history were correct. In addition, a fixed prime test was completed; the customer stated that very little fluid came through.